Event description:
The customer believes the insulin was not delivering. The customer seeks emergency service for customer's high bg's. The customer stated that the driver arms were not at the end of travel, but instead the driver arms seemed wobbly. In addition, the activate button is unresponsive and customer has to press it three times before getting a response. During the call the customer reported that customer was hospitalized for high bgs. Troubleshooting was performed. The programming and bolus history on the pump were accurate. The lead screw rotated completely. However, the high-pressure test did not pass.